Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21865. 2017865-2021-21866. It was reported that a patient presented to the clinic on (B)(6) 2021 with puss coming out of their device pocket only two months after initial implant, indicative of infection. The patient's entire system, including their implantable cardioverter defibrillator, right atrial lead, and right ventricular lead, were all explanted without further consequences. The patient was stable throughout.